Event description:
It was reported that this right atrial (ra) lead was exhibiting noise, oversensing and pacing inhibition. Technical services (ts) was consulted and recommended replacing the leads. The patient stated feeling light-headed at times, presenting shortness of breath during asystole of 2 seconds. The lead was later, explanted and replaced. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).